Event description:
A report has been received from a hemodialysis user facility. The facility has reported the following: saline t separated. A call was placed to this facility for additional info. In speaking with the initial reporter, it was learned that the pt had undergone 1.5 hours of the dialysis treatment when a separation occurred. It was learned that no blood was able to be returned. The estimated blood loss was reported to be approx 300 ml. Reportedly, the pt was then restarted on their dialysis treatment using a new treatment set. It was reported that the pt completed the treatment without further incident. The sample was saved for evaluation. There was no report of any injury or ill effect to this pt as a result of the event.